Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause of the reported migration (partial clip movement), associated with the leaflet migration on the posterior side, could not be determined. The reported recurrent mr was a cascading effect of the leaflet migration. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade 4. A mitraclip xt was implanted without issues. The mr was reduced to grade 1. On (B)(6) 2023, a transthoracic echocardiogram (tte) was performed and revealed recurrent mr with grade 2-3 and that the clip had partially moved on the posterior mitral leaflet (pml). The pml was no longer completely effectively grasped, and 4-5mm of the leaflet was outside from the clip. However, the clip was still grasped to both leaflets. No additional information was provided.